Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2018-01711. It was reported the patient was not receiving effective stimulation due to a recent fall. X-rays revealed the patient's leads have migrated. As a result, the patient will undergo surgical intervention to address the issue.

Event description:
Device 2 of 2 : reference MFR. Report#: 3006705815-2018-01711. Follow-up information revealed the patient underwent surgical intervention wherein one of the leads was explanted and replaced, it was stated the physician could not steer the lead into the targeted location. Reportedly, effective therapy was restored post-operatively. It is unknown which lead was removed and replaced; therefore, both are being reported and explanted.